Event description:
It was reported that the guide wire have a tendency to rupture. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv4903 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the cause is unknown. A single photograph of a guidewire was returned for evaluation. Residual material was present on the wire, indicating that the sample had been used. The outer diameter near the end of the guidewire appeared rough and uneven in the photograph. However, the damaged section on the wire was slightly out of focus in the photograph and therefore the exact characteristics of the damage could not be determined. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Possible contributing factors could include insertion technique, product dimensions, and withdrawal of the guidewire against the needle bevel. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guide wire have a tendency to rupture. No other information was provided.